Manufacturer narrative:
Establishment name: (B)(6) hospital. The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, lock failure was noted due to video connector failure, and battery depletion was noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, during an unknown procedure, the screen with the visera elite video system center did not appear. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by damaged video connector pins. However, the specific cause of the damaged video connector pins was not established at this time. Olympus will continue to monitor field performance for this device.